Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd conventional needles core. The following information was provided by the initial reporter, translated from french to english: since the change of the 303235 canula reference in july 2023, the new canulas have a " coring " effect on the lids of products quite frequently, notably with braun ecoflac nacl0.9% vials.

Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number 303262 and lot number 231101 (obtained from returned sample). The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) unopened sample was returned for evaluation by our quality team. The needle was visually examined and no defects were observed in the cannula point which could result in coring. Based on the preventive measures in place, it is unlikely that coring resulted from poor or insufficient de-burring of the cannula. We would like to inform you that new material 303262 has a regular bevel in comparison to material 304322 which had a short bevel. This means that the way the needle punctures the vial changes. For material 303262, the angle of penetration for the vial should be between 45 to 60 degrees. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends. Please find attached the job aid ¿bd-110636 how to reduce coring with a sharp needle¿ which explains how the handling should be performed.